Event description:
The patient underwent the successful stent assisted coil embolization of an aneurysm in the left posterior communicating artery and the distal, cavernous, periophthalmic region of the left internal carotid artery. The patient was discharged home the following day. Two days post procedure, the patient was readmitted to hospital after suffering the sudden onset of a headache in the left temporal region with nausea and vomiting. A head CT scan did not find any acute bleeding or evidence of mass effect or midline shift. The patient was given 4mg zofran and 4mg morphine intravenously to control the pain. The following day, the patient was discharged home as the headache was being controlled with tylenol and the patient was initiated on medrol dose pack. At a routine follow-up visit one month later, the patient stated that the headache was gradually returning since the completion of the medrol dose pack. There were no new focal neurological deficits, and the physician prescribed an additional medrol dose pack.